Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, episodes of inappropriate automatic mode switch caused by noise oversensing were noted on the right atrial lead. The lead was unable to be reprogrammed due to low p-wave amplitudes. No intervention was performed at this time. There was no patient consequences.

Manufacturer narrative:
Further information was requested but not received.